Event description:
Customer reported she was hospitalized for hyperglycemia. Blood glucose level at the time of the admission was over 380mg/dl. Customer stated she experienced nausea and excessive urination, was treated with manual insulin injections and has been discharged. Current blood glucose is 315mg/dl. No malfunction on the insulin pump identified during troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge